Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received four photographs which displayed unit packaging for 22g insyte autoguard devices from lot #4066005. A visual inspection of the photographs appeared to be consistent with your reported issue. The perforations appeared to be missing from the unit packaging, which likely made it difficult to separate the packages. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the packaging process. During cross cutting, a dull cutting knife may cause the cut to be missing or incomplete. This may result in difficulties separating the packages. Setup verification per procedures and a quality control plan is in place to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global unable separate unit pouches. The following information was provided by the initial reporter, translated from japanese to english: the needles are in a set of 5 and can be removed one by one along the dotted lines, but the item in question cannot be separated at all.